Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Sales consultant reports a broken stardrive screwdriver and rounded-out screw. Screwdriver had not been used prior to this incident. Surgeon rounded out the socket of a 1.5mm screw that had to be wasted due to the broken tip of the stardrive screwdriver. Consultant reports that surgeon did not notice whether the tip was broken before the case started. The screw was easily removed from patient¿s metacarpal with very minimal (approximately 1minute) delay to the case. Removed fragments easily without additional intervention. The procedure was successfully completed. This is report 1 of 2.